Event description:
It was reported, that the patient presented in clinic for a right atrial (ra) lead revision, due to cardiac perforation. It was also noted, that the ra lead exhibited unspecified insulation issue. The ra lead was capped and replaced on (B)(6) 2024. Further information was requested, but not received.

Event description:
Related manufacturer reference numbers: (B)(4). New information received notes that the right ventricular (rv) lead and right atrial lead were both over-sensing noise, and it was unsure which lead had caused cardiac perforation. No further intervention was performed for the rv lead nor cardiac perforation. Patient condition was stable throughout.